Event description:
The reporter stated, that the surgeon inserted a three piece collamer lens model cq2015 in eye with no patient injury or product damage however, the surgeon removed the lens because the lens wouldn't hold in place due to the patient's anatomy. The surgeon removed the lens without any patient injury and put in a one piece lens. The reporter stated, it was not due to the lens, it was due to the patient's anatomy. No patient injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows a small tear in the optic/haptic junction and the haptic is bent. Clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.